Event description:
It was reported to tyco healthcare /kendall on 7/28/06 that a customer had a problem with a dual lumen dialysis catheter. The customer states there appears to be a crack in the hub which allows for fluids to leak out of the hub. Customer states they believe that the hub was overtightened or somehow manipulated artificially to cause the crack. The device was removed and replaced.